Manufacturer narrative:
This file is a duplicate and has been captured under pr# (B)(4). Therefore, this MDR is no longer required.

Event description:
The customer reported "keypad replacement". No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the keypad - unresponsive key. Device history review a review of the device history record for (B)(4) was performed from date of manufacture 02/13/2019 to present date 12/15/2020, and note that this device has been returned for service once, which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device.

Event description:
The customer reported "keypad replacement". No patient involvement.